Event description:
A customer reported the generation of erroneous sodium (na) results. It was stated that the erroneous results were both high and low, however, the magnitude and number of erroneous results is unknown as the customer did not provide any patient data. The customer received different results for the same patient samples when tested on an alternate instrument. No change to patient treatment was reported as the results were no reported outside the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the ise buffer syringe, the peristaltic pump tubing and the reference solution valve. The fse verified the system operation and the issue was resolved. (B)(6).